Event description:
It was reported that they replaced a heater and a main voltage circuit card, but calibration error 80 (water check time out, unable to reach calibration temperature), 82 (water check time out, other condition), 91 (heater test, element 1 failure) kept showing and felt like this console was running a bit hot in an arctic sun device. Per wo notes, water temperature could not be raised related to calibration error 91. No patient involved.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.